Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient cannot remove the battery cap from the pump. The patient is upset, frustrated they cannot remove the cap, and requests a new pump. There is no allegation of an adverse event. This complaint is being reported as the battery cap issue was not resolved.

Manufacturer narrative:
The battery cap has not been returned to animas. If the battery cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - correction to brand name, model #, and PMA/510(k) #: the identifying information for this pump was unknown.